Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported a dialyzer was clotting off, during a patient's hemodialysis treatment and required stopping treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Health effect - clinical code plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A lot history review was performed. There was one other complaint reported against the lot. The complaint was reported by the same customer as the current event and addresses the dialyzer leaking from "end cap" with no sample (mentioned above). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility patient care technician (pct) reported a dialyzer was clotting off, during a patient's hemodialysis treatment and required stopping treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.